Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics.

Event description:
The customer called to report water damage. The customer can see water underneath the screen. Advised that the insulin pump will be replaced. Nothing further was reported.